Event description:
Same case as MFR #: 2134265-2008-03519 it was reported that during a drug eluting stenting procedure, a shaft fracture occurred. The 95% stenotic lesion was located in the severely tortuous and moderately calcified proximal ramus interventricularis anterior artery. The physician put the 2.75x12mm taxus liberte stent system into the guide catheter and pushed it forward to bring the stent into the target lesion. A little bit before the stent reached the lesion resistance was felt and at the same time, the catheter shaft broke. The physician attempted to advance another 2.75x12mm taxus liberte into the guide catheter and the same thing happened. The physician said, "this happened suddenly, without forcing the device forwards". There were no patient complications. The procedure was successfully completed with a different drug eluting stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The original guide catheter was not returned for analysis. Examination of the returned catheter revealed a hypotube fracture located 17.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The kinking potentially compromised the strength of the hypotube and contributed to its fracture. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The cause of the original kink or the subsequent fracture could not be determined. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure and the performance was limited.